Event description:
Additional information received indicated the patient lost therapy due to not charging the ipg. As a result, the patient underwent a procedure on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR number: 1627487-2019-03859. It was reported that the patient's scs system is slated to be replaced for unknown reasons. Additional information has been requested, but has yet to be provided to the manufacturer.